Event description:
It was reported that the surgeon inserted an icm 115v4 11.5mm implantable collamer lens in 2006. The lens was explanted the next month, due to low vault. The lens was replaced with a longer lens. There was no pt injury.